Manufacturer narrative:
The devices were returned, decontaminated and visually investigated. Upon visual inspection this complaint has been confirmed. The returned tips were returned with a defective heat shrink. This is a known issue that has been addressed in CAPA (B)(4). Microline inc., has noticed an increase of reported devices with this similar failure. A corrective action plan has been issued in efforts to address the increase of these failures.

Event description:
During a laparoscopic cholecystectomy surgical procedure, the heat shrink from the renew endocut scissor tip, fell into a patient. There was no harm to the patient